Event description:
Reporter alleged blood glucose measured 381 mg/dl at 18:02 pm back to back with a result of 121 mg/dl performed at 18:04 pm. No actions were taken or treatment received reportedly a result. A request was made for the return of the suspect device and replacement product was sent.